Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve and diaphragmatic stimulation from the left ventricular lead. The lead was reprogrammed many times without elimination of the stimulation. The lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.